Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a medication information missing for on patient. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a formulary issue. The technical service engineer verified and confirmed no other findings available and issue resolved. The system functioned as intended after the technical service engineer verified the device.